Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead did not have much slack. This lead was revised and more slack was added. This lead remains in service. No additional adverse patient effects were reported.